Manufacturer narrative:
Bd had not received samples, but 2 photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage past stopper with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage past the stopper was found on a 10 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray during/after use. There was no report of medical intervention.